Event description:
The caller reported the customer stated that the top of the tracheostomy tube is fractured, so the inner cannula will not lock in. The pt was re intubated.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.